Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving morphine 20mg/ml at 5.541mg/day via an implanted pump. The patient had pump replacement on (B)(6) 2016. The patient came to the emergency room (ER) because of increased pain. The pump was read in the ER and there were no reported issue. The issue resolved at the time of report ((B)(6) 2016). The patient's status was "alive-no injury." Additional information was received from a healthcare provider (hcp). They would like the pump stopped to see how the patient would do on oral medication. It was noted the hcp was in-patient.

Event description:
Additional information received on 2016-nov-29 reported troubleshooting and actions included the pump was interrogated and logs were read. The healthcare professional (hcp) was contacted. Everything with the pump logs were accurate and fine, and there was no ongoing issues. The cause of the increased pain was that the patient had just had surgery to replace the pump and it could have been more surgical pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.